Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy pd effluent and on the same day as onset, the patient was hospitalized for the event. The patient was treated for the peritonitis with unknown antibiotics, intraperitoneally. The patient was re-trained in proper aseptic technique. On the same day as being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis and dianeal/extraneal therapies were ongoing. No additional information is available.